Event description:
During permanent pacemaker implantation, the atrial (screw in) lead got stuck in the cone or nozzle of the delivery device. The atrial lead remained fixed to the atrial wall after multiple attempts to rectify the problem. The non functional lead was capped off and left in the pt. Another atrial lead was placed without difficulty.